Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of not providing ventilation as set could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. The event date was reported as dec 15, 2023, but according to the logs the event most likely occurred on dec 4, 2023. In the event log there are alarms for check tubing, vt insp. Overrange and inspiratory flow overrange. The alarm generation indicates an excessive leakage in the patient circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to a leakage in the patient circuit.

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: ((B)(4). H4 ¿ manufacture date: - previous manufacture date: 10/01/2018. - corrected manufacture date: 09/21/2018.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator did not provide ventilation as set. The patient¿s condition deteriorated and desaturated to unknown level. After replacing the ventilator, the patient¿s saturation improved. Final patient outcome was no patient harm. Manufacturer's ref #: (B)(4).